Manufacturer narrative:
Unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: the intraocular lens was inserted and removed during the same procedure. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was implanted and had to be cut out because of damaged haptic. Incision was enlarged in order to remove it and replace. No patient injury reported. No further information available.